Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, the tip of the driver head broke off inside the 2.7 screw. Additionally, the head of the 2.7 screw snapped off. The procedure was completed by leaving the device fragments in the patient. It was reported, "the adverse effect will be when the spanning plate will be removed in a couple of months. It will likely require a saw to cut through the broken screw head to pull the plate off". This report is related to report number 3025141-2022-00246 for the screw involved in this event.